Event description:
It was reported the patient fell and they had to have the implantable neurostimulator (ins) be reprogrammed due to one of the contacts being compromised. The manufacturing representative was able to program around the issue and the patient¿s therapy was working fine now. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v149879, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v053074, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v149879, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v053074, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).